Event description:
Patient was revised to address loosening of the patella. The patella implant had sheared off at the pegs.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Although the exact root cause could not be confirmed, initial report indicates that no evidence was found indicating that cement was used with the patella component in the primary case, this may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.